Manufacturer narrative:
Investigation summary: received one unused insyte autoguard 22gax1.00 in unit package from material number 381423, lot number 9163647. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion(s): no damage was found after the inspection of all parts of the device. Therefore, based on the customer¿s verbatim feedback they either a) observed a catheter that broke off the adapter, or b) a catheter-adapter assembly that was not properly seated on the gripper assembly. A) catheter was firmly housed in the catheter adaptor and no breaks/damages were observed. B) adaptor is held on the gripper assembly by the catheter tip adhesion to cannula. Testing was performed to see if the tip adhesion was compromised, which could lead to the catheter-adaptor assembly easily sliding off the hub. The unit measured within the specification, demonstrating that the adhesion force should have been sufficient to maintain integrity of the device through normal handling.

Event description:
It was reported that prior to use the catheter was discovered to be broken with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: it was reported that the catheter was found to be broken upon opening.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the catheter was discovered to be broken with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: it was reported that the catheter was found to be broken upon opening.